Manufacturer narrative:
The wolverine cb mr, ous 15mmx4.00mm was returned for analysis. Visual and tactile examination of the hypotube identified a break 5 cm distal to the distal end of the strain relief and multiple hyptotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a midshaft break, 9cm from port exchange. Microscopic inspection revealed no issues with the balloon material with no pinholes or tears present. Microscopic examination of the shaft polymer extrusion noted it was stretched just distal to the port exchange. The bumper tip showed no signs of distal tip damage. The shaft polymer extrusion was dissected just after the stretched section on the shaft (proximal from the port exchange) and an inflation aid used to inflate the balloon. Repeated attempts were made to inflate to 12 atmospheres as per instructions for use, however due to the device being dissected the pressure kept dropping quickly. No leaks or pinholes were noted in the balloon during the attempts made to inflate.

Event description:
It was reported that removal difficulty occurred resulting in additional intervention. The 80% stenosed tight target lesion was located in the moderately tortuous and non-calcified ostium of the right coronary artery. Following intravascular ultrasound examination (ivus), the 15 mm x 4.00 mm wolverine cb cutting balloon was introduced and inflated up to 12 atmospheres. The balloon burst and when the device was pulled, it could not be removed, it was thought the balloon did not re-wrap when negative pressure was applied. The device hub was cut to allow advancement of a guidezilla guide extension catheter to surround the balloon, but the setup proved too bulky and the counter-traction caused the balloon shaft to snap. The balloon remained on the wire so a separate guide catheter was introduced as a "ping-pong" and a second wire was placed alongside the original. A 2.5 mm compliant balloon was then positioned next to the wolverine balloon and inflated to help dislodge the wolverine. Another 2.5mm balloon was then introduced through the same guide as the wolverine to act as a trapping balloon. The wolverine balloon was completely removed the patient. There were no patient complications.

Event description:
It was reported that removal difficulty occurred resulting in additional intervention. The 80% stenosed tight target lesion was located in the moderately tortuous and non-calcified ostium of the right coronary artery. Following intravascular ultrasound examination (ivus), the 15 mm x 4.00 mm wolverine cb cutting balloon was introduced and inflated up to 12 atmospheres. The balloon burst and when the device was pulled, it could not be removed, it was thought the balloon did not re-wrap when negative pressure was applied. The device hub was cut to allow advancement of a guidezilla guide extension catheter to surround the balloon, but the setup proved too bulky and the counter-traction caused the balloon shaft to snap. The balloon remained on the wire so a separate guide catheter was introduced as a "ping-pong" and a second wire was placed alongside the original. A 2.5 mm compliant balloon was then positioned next to the wolverine balloon and inflated to help dislodge the wolverine. Another 2.5mm balloon was then introduced through the same guide as the wolverine to act as a trapping balloon. The wolverine balloon was completely removed the patient. There were no patient complications.

Event description:
It was reported that removal difficulty occurred resulting in additional intervention. The 80% stenosed tight target lesion was located in the moderately tortuous and non-calcified ostium of the right coronary artery. Following intravascular ultrasound examination (ivus), the 15 mm x 4.00 mm wolverine cb cutting balloon was introduced and inflated up to 12 atmospheres. The balloon burst and when the device was pulled, it could not be removed, it was thought the balloon did not re-wrap when negative pressure was applied. The device hub was cut to allow advancement of a guidezilla guide extension catheter to surround the balloon, but the setup proved too bulky and the counter-traction caused the balloon shaft to snap. The balloon remained on the wire so a separate guide catheter was introduced as a "ping-pong" and a second wire was placed alongside the original. A 2.5 mm compliant balloon was then positioned next to the wolverine balloon and inflated to help dislodge the wolverine. Another 2.5mm balloon was then introduced through the same guide as the wolverine to act as a trapping balloon. The wolverine balloon was completely removed the patient. There were no patient complications.

Manufacturer narrative:
The wolverine cb mr, ous 15mmx4.00mm was returned for analysis. Visual and tactile examination of the hypotube identified a break 5 cm distal to the distal end of the strain relief and multiple hyptotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a midshaft break, 9cm from port exchange. Microscopic inspection revealed no issues with the balloon material with no pinholes or tears present. Microscopic examination of the shaft polymer extrusion noted it was stretched just distal to the port exchange. The bumper tip showed no signs of distal tip damage. The shaft polymer extrusion was dissected just after the stretched section on the shaft (proximal from the port exchange) and an inflation aid used to inflate the balloon. Repeated attempts were made to inflate to 12 atmospheres as per instructions for use, however due to the device being dissected the pressure kept dropping quickly. No leaks or pinholes were noted in the balloon during the attempts made to inflate. Angiographic media was received from the customer. The videos and image reviewed show a detached wolverine balloon located at the ostium of the rca. The detached balloon is then noted to be removed from the patient with the assistance of the reported 2.5 compliant balloon and with the aid of another guide catheter. The wolverine balloon, the 2.5 compliant balloon and guide catheter are removed radially as a single unit. The media confirms the reported break of the wolverine device.